Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 27-may-2024, 28-may-2024 and 10-jun-2024 it was reported that the patient faced infusion set tubing detached from connector. The infusion set was in use for three hours. The patient replaced infusion set and resumed insulin successfully. No further information available.